Event description:
It was reported that the patient had impedances of >4000 ohms on all of the bipolar pairs on the lead. The patient saw a poor communication screen on the patient programmer and could not adjust the stimulation, with or without the antenna attached. Additional information has been requested.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.